Manufacturer narrative:
Device is combination product. If implanted, give date - 2009. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Date of this report - corrected from (B)(4) 2010 on initial MFR report # 2134265-2010-05735.

Event description:
Same case as MFR report# 2134265-2010-05734, 2134265-2010-05733. It was reported that post a stenting treatment procedure; chest pain, angina and stent "blockage" occurred. The patient presented with angina. A taxus express2 stent of unknown size was placed in the left circumflex artery (lcx). The patient was placed on plavix. Three months later the patient again was experiencing angina and a second taxus express2 stent was placed in a de novo lesion in the lcx. Three to four months after the second procedure, the patient again was experiencing angina a third taxus express2 stent was placed in another de novo lesion in the lcx. No patient complications were reported and the prior placed stents were noted to be patent during the reinterventions. Approximately 3 months after the last stent placement in (B)(6) of 2009, the patient presented with angina and chest pain and all three stents were "blocked." CABG was performed with bypasses to both the left anterior descending artery and right coronary artery. The patient was discharged after 21 days in the hospital. One year later in (B)(6) of 2010, the patient presented with chest pain and angina. The patient is being medically managed and has been placed in an outpatient angina therapy program. Additional information has been requested, but is not available.

Event description:
Same case as MFR report# 2134265-2010-05734, 2134265-2010-05733. It was reported that post a stenting treatment procedure; chest pain, angina and stent blockage occurred. The patient presented with angina. A taxus express2 stent of unknown size was placed in the left circumflex artery (lcx). The patient was placed on plavix. Three months later the patient again was experiencing angina and a second taxus express2 stent was placed in a de novo lesion in the lcx. Three to four months after the second procedure, the patient again was experiencing angina a third taxus express2 stent was placed in another de novo lesion in the lcx. No patient complications were reported and the prior placed stents were noted to be patent during the reinterventions. Approximately 3 months after the last stent placement in (B)(6) of 2009, the patient presented with angina and chest pain and all three stents were blocked. CABG was performed with bypasses to both the left anterior descending artery and right coronary artery. The patient was discharged after 21 days in the hospital. One year later in (B)(6) of 2010 the patient presented with chest pain and angina. The patient is being medically managed and has been placed in an outpatient angina therapy program. Additional information has been requested, but is not available.